Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remain in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The two additional clips are filed under separate medwatch report numbers.

Event description:
This is filed to report a single leaflet device attachment (slda) and tissue damage. It was reported that on (B)(6) 2019, a mitraclip procedure was performed treat to mixed mitral regurgitation (mr) with a grade of 3. Two mitraclips (90323u185, 90323u186) were implanted, reducing mr to a grade of 1. However, later that day, one of the of the implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was unknown which of the implanted clips detached, but tissue damage occurred on the posterior leaflet and mr had increased to a grade of 4. The patient was noted to be in stable condition. On 10/1/2019, a second mitraclip procedure was performed to stabilize the slda and treat mr with a grade of 4. One mitraclip was advanced, and grasping was performed lateral of the implanted clips, however; it was noted the clip moved in an unintended direction and ended up in-between the two clips that were previously implanted. The leaflets were then grasped, and the clip was implanted in the middle of the implanted clips. All three clips are stable, and mr reduced to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents reported for single leaflet device attachment (slda) from this lot. Based on the information reviewed, a conclusive cause for the reported slda could not be determined. The reported tissue damage and worsening mr were related to slda; therefore, due to procedural conditions. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.